Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved in the reported incident was not returned for evaluation; however, the device history logs were provided and based on the results, the reported issue could not be confirmed. Details of history log: log review shows last infusion on (B)(6) 2024 and 8:02pm an infusion start of 270ml/hr and 1 hour. At 9:02pm pump entered kvo with a volume infused of 270ml. At 9:04pm an infusion start with new vtbi of 300ml. At 9:57pm an air alarm stopped the infusion with a volume infused of 241.35ml no further infusions took place. All information concerning this reported incident has been included in our trend analysis of the product line.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: health professional reported taht the pump infused its medication in 2 hours instead of 1. Time was approximately 12l00 pm cst. Drug was toposide.